Manufacturer narrative:
Investigation could not be completed and no conclusion could be drawn as no device was returned and no lot number was provided. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
A manufacturing investigation was conducted. The report indicates that the features at the location of the break were unobtainable. All other relevant dimensional features were measured and passed per the corresponding process documentation. Repeat features were measured at the iteration most near the break location. The part was evaluated with the current gages to the current inspection requirements and were found to be conforming. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
The device was received, the investigation could not be completed, and no conclusion could be drawn, as product is entering the complaint system. A review of the device history record revealed no complaint related anomalies. The device history record shows this lot of 3.5mm low bend medial distal tibia plates was processed through the normal manufacturing and inspection operations with no rework or non-conformities noted. This lot met all dimensional and visual criteria at the time of manufacture with no issues documented during the manufacture that would contribute to this complaint condition. A review of the raw material device history record revealed this lot met all specifications with no non-conformance noted. This raw material lot met all dimensional and visual criteria at the time of manufacture with no issues documented during the manufacture that would contribute to this complaint condition. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from synthes europe reports an event in (B)(6) as follows: it was reported that the plate was implanted on (B)(6) 2014. The patient had pain in (B)(6) and it was found by x-ray that the plate was broken. The plate was removed on (B)(6) 2014 and the expert tibial nail was implanted instead. This report is 1 of 1 for complaint (B)(4).